Event description:
It was reported that the smiths medical pump was dispensing and alarming patient ? No disposable pump won't run." The patient brought the pump in and it was close enough to the end of treatment that the pump was discontinued and just turned off. Upon inspecting pump, there were no issues and it was unclear what would cause this alarm. The pump settings were ll2, cont. Rate: 2.4 ml/hr. No further information available.